Event description:
While in operating room on [redacted] with dr. [Redacted], asked for the surgical pencil settings to be turned down. This is the third case in a row the physician has asked this from normal settings. I asked why provider wanted it down and stated that the handpiece has been getting hot in hand.